Manufacturer narrative:
This event is related to the event reported in MDR #2122870-2011-06322.

Event description:
The customer reported that their unicel dxi 800 access immunoassay system produced erroneous elevated troponin I (accutni) result for one patient within the risk stratification range of the assay. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample collection device and centrifugation information have not been supplied to date. The qc, system check, and service information have not been supplied to date for this event. Repeat testing of the patient one sample re-produced results that were elevated above the normal reference range, however was outside of labeled accutni assay precision claims a definitive root cause for this event has not been determined to date.